Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure there was a patent lumbar in the seal zone, categorized as a type 2 endoleak (non-device-related), which caused a type 1a endoleak. The patient is currently being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a and type 2 endoleak are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a contained rupture occurred that was not included in the event as reported. The contained rupture was discovered during review of a CT scan dated (B)(6) 2022. The type 2 endoleak is anatomy related. The cause of the type 1a endoleak could not be determined. It could not be conclusively determined the type 1a endoleak was caused by the type 2 endoleak without comparative imaging. The patient is being monitored and medically managed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure there was a patent lumbar in the seal zone, categorized as a type 2 endoleak (non-device-related), which caused a type 1a endoleak. The patient is currently being monitored. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest a contained rupture occurred that was not included in the event as reported. The contained rupture was discovered during a review of the computed tomography (CT) scan. It was noted that the physician is not convinced the endoleak is a type 1a and thought the endoleak is a type 3. Treatment plans for both scenarios were evaluated. The physician then discussed treatment plans with the patient and it was decided due to the patient's health and age it was best to not proceed with any further treatment and medically manage the patient as the sac is not growing that quickly.